Event description:
It was reported that the light lead was very hot, indicating a thermal event. There were no adverse consequences as a result.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The device manufacturer date is not known. Alleged failure: "it was reported to the rep that "the light was very dark and poor in a case. " the rep has now advised "couldn¿t replicate the issue testing but I did find the light lead was very hot after I removed it from the vpi." Probable root cause/s: product was not returned to stryker endoscopy. Based on the reported symptoms, reported issue can be caused by a number of electrical and/or mechanical issues affecting both the light cable connection between the vpi and camera and various electrical components responsible for powering the rgb leds/nir laser diode. Probable root cause remains unknown but can include the following: 1) intermittent led pca/nir laser diode failure: a malfunction in any of the vpi components responsible for powering the leds and nir laser diode leading to power loss may result in reduced illumination. 2) light cable not completely inserted: if the light cable was incompletely inserted or partially pulled out during a procedure, it can reduce the amount of light transmitted out the scope/illumination aperture of the camera. 3) spy phi stuck filter error: if using a spy phi imager, a stuck filter error caused by the top vis filter failing to retract will cause overlay, csf and white light imaging modes to be very dark due to filter excluding most visible light . 4) residue on light post of scope: if the junction between the light cable and scope is contaminated with residue, light output at the tip may be reduced. This complaint investigation was closed based on the device not received. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the light lead was very hot, indicating a thermal event. There were no adverse consequences as a result.